Event description:
Covidien received information stating, during patient use, the ventilator&#39;s silence button automatically turned on and off. The patient was removed from the ventilator and transferred to another ventilator. There is no report of serious injury or death associated with this event.

Manufacturer narrative:
(B)(4)